Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Calibration and qc were acceptable. The alarm trace data shows multiple abnormal aspiration, sample short, and abnormal cell blank alarms. The customer used a sample volume of 4.5 ml instead of the recommended 5 ml. No issues were observed on the reaction monitor data. The field service engineer (fse) adjusted the ultrasonic mixer (usm), the sample probe, and the rinse water, basic wash, acid wash, and blank water in the cuvette rinse station. Instrument performance testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas c 503 analytical unit. The initial result was 3.41 g/l. The repeat result was 68.1 g/l.

Manufacturer narrative:
The investigation determined that the event was consistent with a combination of preanalytical sample-handling issues and misadjustments to the ultrasonic mixer and rinse levels. The investigation did not identify a product problem.